Manufacturer narrative:
Analysis of the returned device shows that the instrument was returned to the eoc where quality technician evaluation found that the hex 3.5 mm ball tip was broken at the start of the hex 3.5 mm ball tip feature (reduced section between the shaft and the hex 3.5 mm ball tip). The broken part was not returned for analysis. The hex 3.5 mm tip is twisted in the bone screw untightening direction (corresponding to the bone screw removal). The twist and the breakage of the driver are consistent with overloading applied to the driver during the bone screw removal due to the bone screw stuck in bone.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the screw driver broke. The broken tip was retrieved and thrown away. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.